Event description:
It was reported by the field service center, that the ventilator turbine was not operational. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na